Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012, the patient experienced three doses of an inadvertent infusion of insulin. The patient received three alarms of "no prime" on the pump, and for each one of these, performed the "fill cannula" step with 0.7 units insulin, while attached to the pump. The "fill cannula" step needs to be performed only once after the infusion set is replaced. At 1:50 pm, the patient obtained the blood glucose reading of 86 mg/dl, ate carbohydrates and bolused 2.8 units. At 6:21 pm, the patient's blood glucose level was 55 mg/dl. The patient consumed more carbohydrates and took a 2.1 unit bolus dose of insulin. The patient administered self-treatment and did not seek any medical attention. The patient reported experiencing no symptoms of high or low blood glucose levels. The patient's technique was incorrect by performing the fill cannula step three times while attached. However, as the patient experienced blood glucose levels suggesting severe hypoglycemia afterwards and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.